Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Review of the logfiles identified the monitor went black malfunction. Fse replaced the image pc which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Review of the logfiles identified the monitor went black . The fse replaced the ip pc which resolved the issue. After that, the system was returned in good working condition and was ready for clinical use. Philips has attempted to obtain additional information, but received no confirmation regarding the clinical use of the system. The ip pc was returned for further analysis. Functional testing was performed and identied ram memories failure.

Event description:
It was reported to philips that the system's display monitor went black. No harm to the patient or user was reported. Philips has started an investigation of this complaint.